Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date d4: the UDI # is not known as the part and lot number were not provided. Literature attachment: article, titled "rotarex debulking in a subtotal occlusion of the common femoral artery after intimal protrusion caused by a vascular closure (starclose) device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a coronary angiography and percutaneous coronary interventional procedure using a 6f sheath. The starclose device was deployed, placed as intended and used to achieve hemostasis and the patient was discharged the next day. Reportedly, weeks after the pci, the patient was re-admitted due to resting pain in her right limb. A faint pulse was registered in the right groin, whereas no pulses were palpable in her right foot. Duplex sonography was performed and showed parts of the starclose nickel-titanium clip within the vessel lumen, which together with plaque components and suspected organized thrombus. Angiography was performed and a subtotal occlusion was confirmed in the cfa the starclose nickel-titanium clip and possibly of parts of the vessel wall into the lumen of the artery, causing the occlusion. The occlusion was treated with a non-abbott drug coated balloon catheter and a placement of a non-abbot stent. It was suspected that improper deployment within the vessel wall, followed by manual compression, likely resulted in intimal injury leading to subtotal occlusion of the artery. Dual platelet inhibition with aspirin and clopidogrel was continued for 5 months. Details are listed in the article, titled ¿rotarex debulking in a subtotal occlusion of the common femoral artery after intimal protrusion caused by a vascular closure (starclose) device."